Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence. It was noted that the device not working properly due to unknown reasons. The aus was reported to have fluid in the cuff but not in the balloon. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.